Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. On an unreported date, the patient discontinued peritoneal dialysis therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Age at time of event: exact age not provided, patient was reported as "elderly". Should additional relevant information become available, a supplemental report will be submitted.